Event description:
Medtronic (covidien) received information from literature cited that 1 procedure-related death occured in the pipeline embolization device treatment in aneurysmal subarachnoid hemorrhage study. One hemorrhagic complication occurred in a patient with a giant aneurysm treated with ped and coils, who developed a parenchymal hematoma within 24 hours, located in the basal ganglia immediately superior to the coil mass, presumably from giant aneurysm rerupture. This patient died 5 days later. No device malfunction was reported related to this event. Citation: cruz jp, o'kelly c, kelly m, et al. Pipeline embolization device in aneurysmal subarachnoid hemorrhage. Ajnr am j neuroradiol. 2013 feb;34(2):271-6. (Http://www.ajnr.org/content/34/2/271.long).

Manufacturer narrative:
Article/website: http://www.ajnr.org/content/34/2/271.long. The lot history record review was not possible since the lot numbers were not reported. The device will not be returned for analysis as it was implanted in the patient; therefore, the event cause could not be determined. Related MDR: 2029214-2015-00396 for serious adverse events